Event description:
During biomed testing and routine preventative maintenance of the device, the associated defibrillator would not repsond to the device control switch selections. The complainant indicated that there was no pt involvement in the reported malfunction.